Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported low audio output alert.

Event description:
Consumer reported low audio output alert. The consumer did not report any medical intervention or injuries.